Manufacturer narrative:
Additional manufacturer narrative:stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after five (5) years, ten (10) months due to recurrent bioprosthetic stenosis. A tricuspid valve repair took place before a 21mm pericardial valve was implanted into the aortic position. The patient was removed from bypass with good lv and rv function, no tricuspid valve regurgitation, and good function of the new bioprosthetic valve. The patient was transferred to the intensive care unit in serious but stable condition and he was later discharged on pod #9.